Event description:
It was reported that the patient received an occlusion alert on the ilet and, after disconnecting and priming until drops were observed, noted elevated blood glucose that she attributed to a larger-than-usual meal; she planned to monitor and perform a supply change if glucose did not decrease, and the event was categorized under insulin occlusion with an unclear cause and lack of effect. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found, while the medical device problem was characterized as lack of effect and the device component was listed as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.